Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024 , it was reported by the patient that two infusion set cannula was kinked within 2 days of use. Infusion set was placed in abdomen. Event was occurred on (B)(6) 2024 . Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.